Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that the patient underwent a revision due to soft tissue irritation due to the upper crosslink. No further details are known.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show severe thoracolumbar scoliosis with upper thoracic scoliosis fixed with complex construct from t2-l2. Excellent correction is achieved in the initial films. Rods are 5.5mm. First film shows removal of crosslink (due to soft tissue irritation). Sagittal view shows reasonably good contour without subcutaneous projection.